Event description:
It was reported that oversensing of electromagnetic interference (emi) exposure was seen on the right ventricular (rv) lead in the patient's episodes. It was also reported that the patient had been working on a tin roof with a drill and saw and had a history of previous exposure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted (B)(6) 2011; 419688 lead implanted (B)(6) 2011. (B)(4).